Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, when retracting the 5f exoseal vascular closure device (vcd), the wire was not fixed and fell out. There was no reported patient injury. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator wire damaged loop" could not be confirmed. Without the return of the device and with the limited information provided, it is not possible to determine what factors may have contributed to the issue reported. Procedural, handling, or anatomical factors could all have been factors that contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when retracting the 5f exoseal vascular closure device (vcd), the wire was not fixed and fell out. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation, as initially was reported.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when retracting the 5f exoseal vascular closure device (vcd), the wire was not fixed and fell out. There was no reported patient injury. The device will be returned for evaluation.